Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable online tdm methotrexate result from the cobas c 303 analytical unit for two patients. Patient 1's initial result with the patient sample at a 1:10 dilution was 3.31 umol/l, and the repeat result was 1.25 umol/l, accompanied by a data flag. Patient 2's initial result on (B)(6) 2026 was 1.18 umol/l. The first repeat result with the patient sample at 1:10 dilution was 4.32 umol/l. The second repeat result using the decreased option was 4.37 umol/l.